Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the device is also damaged and they have been using it for a month in this condition. Troubleshooting for the cosmetic damage was performed. Customer advised the keypad came off of the insulin pump. Customer advised the keypad was loose and starting to come off so they completely pulled it off. Troubleshooting for keypad anomaly was performed. Customer advised they easy bolus button stopped working. Customer advised the insulin pump still works even though there is no keypad and they need to manually give themselves a bolus. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.